Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer regarding additional information and product return were unsuccessful. Should additional information or the original product be received, resulting in new, changed or corrected information, a follow up report will be filed at that time. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.

Event description:
The customer reported that their power adapter got warm, shorted out and that they saw a small spark from the transformer.